Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guidewire coating peeled off. During a transarterial chemoembolization (tace) procedure, a 135cm transend¿ guidewire was selected for use. However, while the physician was attempting to shape the distal tip of the wire 3-4 times, it was noticed that the coating of the tip had peeled off. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.